Manufacturer narrative:
(B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the device takes a long time for the reboot, and also a long time for a normal shutdown. There was no report of patient involvement.